Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.